Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to decreasing impedances and elevated thresholds. Lead fracture was suspected. The pacemaker was explanted and replaced during the procedure due to normal battery depletion (nbd). Additionally, the right ventricular (rv) lead was surgically abandoned and replaced due to difficult patient anatomy. As a result, the new system was implanted on the patient's other side. No additional adverse patient effects were reported.